Manufacturer narrative:
The suspect device, a prolieve thermodilatation catheter, was returned and visually inspected. The antenna coil was protruding through the catheter diameter approximately 1 inch proximal to the compression balloon. The proximal bond on the compression balloon was separated from the catheter. The catheter appears stretched and elongated when compared to engineering catheter. Further inspection revealed that the antenna stops proximal to the compression balloon when fully inserted. Also, the antenna coil was bent at approximately 30 degree angle. Functional testing confirmed that the anchoring balloon filled, no leaks were observed, and the balloon remained inflated. The anchoring balloon completely deflated using a syringe only. While filling the compression balloon, water began leaking from the separation at the proximal bond. Further analysis of the compression balloon glue joint found that that there was a gap in the glue which allowed circulating water to leak through the joint. Inspection of the lumen walls found no defects that would contribute to the antenna coming through the catheter walls.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the case they received a low water pressure alarm. They added water to the system but were unable to bring the water pressure back up. They used the catheter from a new kit and were able to complete the case without further complications. The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of catheter antenna bend. The MDR is based upon the evaluation results.